Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. Customer's blood glucose ranged from 50 to 60 mg/dl which was treated with apple juice. Blood glucose was 106 by lunch time. Customer's blood glucose went up to 269 mg/dl due treating the low readings. Customer declined troubleshooting for their blood glucose and will have their physician change the settings the following day. The product will not be returned for analysis.